Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation cook became aware on (B)(4)2021 of coda balloon that burst during a patient¿s evar. The rpn of the coda balloon was coda-2-9.0-35-120-32 (product lot is unknown). The physician was doing a junction zones/distal landing zones and fully within the graft during the procedure when the balloon burst. The balloon was prepared in the usual manner. There was 20 mls syringe filled with 50/50 contrast and saline used during the procedure. The physician stated, ¿all material seemed to be present when removing the balloon¿. There was no unintended section of the device remained inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. A review of the complaint history, drawing, instructions for use (IFU), quality control, specifications of the device, and visual inspection were conducted during the investigation. The complaint device was returned to cook for investigation. Physical examination of the returned device on showed the balloon had a tear in it near the distal tip of the catheter. There was no other damage or stretching observed on the catheter shaft. Both marker bands were in place. Imaging was reviewed by a global program manager. Based on the images, it was difficult to tell whether a fracture (or any other sharp point) would have caused the two coda balloons to rupture. It is possible that over-inflation of the balloons contributed to the ruptures. In response to this incident, cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. The device was packaged with instructions for use (IFU). The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Warnings do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Do not use a pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. The coda 40 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. The coda 40 mm balloon catheter should not be used in vessels less the 24 mm diameter. Potential adverse events vessel dissection, perforation, rupture or injury balloon inflation volume do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Maximum inflation volumes catheter size max. Volume coda-2-10.0-35-120-40 40 cc coda-2-9.0-35-100-32 30 cc coda-2-9.0-35-120-32 30 cc balloon introduction and inflation caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart in fig. 1. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Based on the examination of the returned device, the imaging review, review of the manufacturing documentation, the IFU, and the design history files, this investigation concludes that the device was manufactured to specification. Based on the information provided, inspection of returned product, imaging review, and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 01jul2021, it was reported that the device was prepared for use in the "usual manner". The physician was attempting to balloon junction zones/distal landing zones and had the device fully within the graft (eliminating the chance of calcium causing the rupture). A 20 ml syringe was filled with 50/50 contrast and saline. Upon removal, the device appeared to be intact.

Manufacturer narrative:
Customer (person): postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a coda lp balloon burst. No adverse effects occurred to the patient. Additional information regarding the patient, device, and event, as well as event clarification, has been requested but is currently unavailable.